Manufacturer narrative:
Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: four jpeg images provided for evaluation. No name, dates, time stamps, or demographics on the images. Jpeg images show a curvature or looping of the devices in the popliteal artery on 3 of the images. One image shows no looping of the devices. Cannot see the proximal portion of the device and/or the anatomic structures on the 4th image, therefore, cannot confirm migration or foreshortening of the device(s). Cannot give lengths on still jpeg images. (Need dicom images to measure lengths/diameters). Additional 7-jpeg images provided on pdf information. (See pages 2-4). No name, dates, time-stamps, or demographics on the images. Cannot manipulate images in anyway. No window leveling, etc. Pre-implantation imaging shows the presence of an aneurysm. A stent or stents are deployed and ballooning is shown on one image. There is flow throughout the imaged vessels. With the available information, the cause of the reported event cannot be established. The gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis with propaten bioactive surface in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa and the anticubital fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis.¿

Event description:
It was reported to gore that the patient underwent surgical treatment for a right popliteal artery aneurysm using two gore® viabahn® endoprostheses with propaten bioactive surface (vsx device) and coiling of a side branch on (B)(6) 2021. Up to the present no issues were reported. Due to pain in the knee and his calf the patient consulted the physician on an unknown date in (B)(6) 2023. The physician believes that the pain might not be necessarily associated with the implanted devices or their movement. The devices have been reported to be patent. The patient reported to feel a lump in his popliteal cavity. During ultrasound imaging a 360° loop of the vsx-device was found. It also appears that there was a shortening and/or migration of the device. No major issues were found in the x-rays imaging. The physician plans to schedule an intervention with another vsx-device at an unknown date.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2/a4: the patients age and weight was not provided. B3: as date of event was unclear, the date was chosen when gore has received the first information, here january 5, 2024. H3: other code: as the device remains implanted, a further investigation cannot be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. An imaging evaluation is being conducted. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As two devices were involved manufacturer report number 2017233-2024-04578 (our reference (B)(4)) was already sent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.